Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. Attempts to obtain additional information were made but were unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachycardia therapy of this cardiac resynchronization therapy defibrillator (crt-d) was turned off and was set to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful. This crt-d remains in service. No adverse patient effects were reported.